Manufacturer narrative:
As received, the marksman catheter was returned for evaluation with the flow-diverter stuck within catheter. The catheter body was found to have accordion damage. The catheter was then tested by running an in-house mandrel through catheter tip and hub. The mandrel was able to pass through the catheter tip and hub with slight resistance and it got stuck at the damaged locations. The flow-diversion delivery system had hypotube stretching and the push wire was found kinked and bent. In addition, the flow-diversion braid was found frayed. No other anomalies were observed. Based on the reported information and the device analysis we are unable to definitively determine the cause for the reported experienced. It is possible that the ¿severe vessel tortuosity¿ may have contributed to the ¿resistance¿ during delivery. However, the cause for resistance could not be determined. Additionally, the damages seen on the catheter body (accordioning), proximal wire (kinking/bending), pipeline braid (fraying) and hypotube (stretching); suggest excessive force was used. Furthermore, it was reported that the dissection of the right ica was likely a result of the number of attempts made to deliver the pipeline. We are unable to definitively determine the cause for the dissection. However, dissection is listed as a potential complication in marksman IFU. In addition, the marksman IFU indicates, "never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel." All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The device has been returned for evaluation and analysis of the device is anticipated. A supplemental report will be submitted upon completion. Mdrs related to this report: 2029214-2016-01124, 2029214-2016-01125. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of an aneurysm located in the right internal carotid artery (ica), a dissection, resulting in the placement of a stent, occurred within the right ica. Per the event report the dissection was likely a result of the number of passages made to deliver the device and the time of the procedure as the patient had severe vessel tortuosity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.